Manufacturer narrative:
Correction: updated b1, b2, and h1. For serious injury/adverse event.

Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the ralp dislodged twice while in tether mode. The system was removed from the body for inspection, and it was noted that there was large amount of clot and tissue at the end of the catheter. The ralp was unable to be released from the tethers outside of the body. The physician elected to complete the procedure with a new catheter and ralp. There were no patient consequences.

Manufacturer narrative:
Reported event of dislodgement during tether mode and separation failure was not confirmed. Visual inspection noted the inner and outer helix were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.